Event description:
While ventilator was on the patient, the numbers for volume on the screen disappeared, but the ventilator was still giving breaths to the patient. The ventilator was changed out with another one and an abg 30 minutes later showed no change in the patient's baseline abgs (arterial blood gasses). Ventilator sent to biomed for service.